Event description:
It was reported the patient's blood glucose level rose to 333 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. It was also reported that the pod was leaking.

Manufacturer narrative:
The received device had no damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.